Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) in stored episodes. The rv lead remains in use and will be monitored. Additionally, possible undersensing by the device was suspected as the electrogram (egm) showed that there was not a vs (ventricular sensed) marker noted in one section of the episode. The technical services representative indicated from review of the episode that this was not undersensing by the device but instead an interruption in the telemetry had occurred which gave the correct r-r interval but did not populate the marker because it did not receive the information. The device remains in use. No patient complications have been reported as a result of this event.